Manufacturer narrative:
The lead was returned with no complaint reported event. As received, only a connector portion of the lead was returned in one piece for analysis. Final analysis found that the insulation was breached at 4.4cm from the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.